Event description:
Lvp bezel post recall 2017. Ail sensor assembly- faulty. There was no patient involvement. (B)(6) 2018 07:30:30 (B)(6). Npi not confirmed. Unit received unexpectedly. Fedex tracking number 1001901712870009212100727443924457. Please note: unit is not marked received/prcd until npi is confirmed for repairs and additional information is received/ confirmed by customer. (B)(6) 2018 08:41:17 (B)(6). Recall contact: (B)(6). (B)(6) 2018 14:37:30 (B)(6). 1z9791540272770169.

Manufacturer narrative:
The customer did not authorize or respond to any device repair request. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).